Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The clips were applied successfully on the cystic duct and artery. However, there were several clips that fell out of the applier. There was no patient injury or clinical consequences.